Event description:
The pt was given a nebulizer treatment via the ventilator. At the time the screen went black, the light on the sx key lit up and the high pitch alarm went off. The screen came back in just seconds then the nebulizer would work and then it would stop. The vent was replaced. The rep came in and replaced the whole screen.